Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "syringe clogged during use" (device clogged [syringe]). A surgeon reported syringes clogged during use. Five lot numbers were reported. No pt harm. This is the fourth of five medical device reports being filed; this report is for lot number 09j08f.

Manufacturer narrative:
The facility did not return samples for eval. Batch record review revealed no remarks related to this issue. A functionality test was performed during the mfg operation, results met specs. Further investigation has been performed by the syringe supplier. The expression force of the syringe batches involved in this report were tested and were within spec. The supplier of the syringes has been requested to further optimize the gliding force of the syringes. Expression force testing on finished product began on 05/21/2010. There have been two other reports in this lot number. (B)(4).